Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate generator (model# m-4900-07 serial# (B)(4)). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade. During the ablation phase, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by echocardiogram. The physician attempted a pericardiocentesis; however the pericardium could not be reached. The patient was reported to be in stable condition at the time this complaint was reported. Additional information was received on the event. A transseptal was performed with brk needle and agilis sheath. Anticoagulation was given to the patient and was noted to be 'out of range' at time of effusion. It is unknown where site of injury was. The last ablation cycle time prior to the injury was a 30 second lesion at anterior right superior pulmonary vein. Settings during the event include: power control mode / power setting 25 watts / temperature cut-off 45°c / temperature reading 41°c / impedance 100 ohms / irrigation flow setting 17 ml/min / st. Jude medical agilis sheath was used. The power was not titrated during ablation. There were no error messages observed on biosense webster equipment during the procedure. The patient was transported for a CT scan and observation in the intensive care unit. There is no further information about the hospitalization and if any additional intervention was performed. The physician did not provide a causality opinion for the cause of this adverse event.